Event description:
Per the clinic, the patient experienced surgical wound dehiscence at the previous mastoidectomy incision site and denied any history of head trauma. The patient was initially treated with antibiotic therapy, followed by skin revision surgery involving a local flap procedure and re-suturing of the exposed area. However, the condition failed to resolve, resulting in recurrent wound dehiscence. Consequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.